Manufacturer narrative:
Device passed the operating currents, unexpected restart error test, self test and displacement test. No unexpected restart error and no external ram crc error alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a an unexpected restart alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed unexpected restart after battery change. Customer reported that the unexpected restart alarm recurred even after a new battery was used. Customer also mentioned that they had another safety alarm received. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.